Event description:
Customer reportedly obtained results of approximately 80 mg/dl and approximately 300 mg/dl on the accu-chek comfort system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system for evaluation.